Event description:
It was reported to philips that the device¿s image processing computer (ippc) was not booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the image processing computer (ippc) would not boot. The device needed re-booted many times before successfully starting. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the ippc not booting properly. Upon troubleshooting, rse found that ippc was defective. To resolve this issue, fse replaced ippc. Later, booted up the system . After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.